Manufacturer narrative:
(B)(4). Date sent: 07/09/2020; d4: batch # u5a014. Device analysis: the analysis results showed that one gst45d cartridge reload was returned unfired with five double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before a respiratory surgery, the cartridge was broken and could not be loaded into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.